Event description:
It was reported that the accord tensioner was stuck in the deployed position and would not reset to back to 0. This was while they were tensioning our first cable and would not reset. After some time it finally snapped back in but would not complete grab the cables after this to tension the rest of the cables. Less than 2 hours of delay and no backup available.

Manufacturer narrative:
The associated complaint device was not returned. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.